Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (nicked/gouged/worn) and was found to be fractured on the anterior portion of the device, allowing the components to become disassembled. Disassembled parts were not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is confirmed with the returned devices. The devices have potential field ages of over 10.5 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the poly trial fractured during the procedure. All pieces were recovered. No harm or impact to the patient.